Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. Updated h6 method code for additional code - 3331

Manufacturer narrative:
Ring dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate valve repair in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease or from endocarditis. There may be cases where a transcatheter valve is placed through a previously placed annuloplasty ring for recurrent regurgitation and/or stenosis. Annuloplasty rings are an adjunct to the valve repair and recurrent regurgitation and/or stenosis occurs as a result of progression of disease and is not related to a device malfunction. In this case, minimal information regarding patient was received and attempts to obtain additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been made. The root cause of this event cannot be determined with the available information. The subject device has not been returned for evaluation. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
It was reported that a patient with a 28mm 5200 annuloplasty ring, implanted in the mitral position, underwent a valve-in-ring procedure after an implant duration of eight (8) years and two (2) months due to unknown causes. The tmvr was performed with a 26mm 9600tfx transcatheter valve. During the placement of the valve in the ring, a pvl was noted the tte. The physicians choose to place another valve, and the same issue occurred. It was found that the patient's surgical mitral ring had peeled away from the native annulus. The patient was returned to surgery 2 or 3 days post the viv procedure. The mitral ring and two sapien 3 valves were explanted during a root replacement procedure. A new surgical valve was implanted. The patient was doing well and has been discharged home.